Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon fully squeezed and released the trigger, the first clip didn't load into the device jaws. It leaked out from the jaws. So the operator had to use a new device to carry out this operation. However there was no adverse pt consequence.